Manufacturer narrative:
Diagnosis of aortic root thrombosis covered under MFR# 2916596-2021-04983. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the operating room for a pump exchange due to aortic root thrombosis diagnosed (B)(6) 2021. When originally discovered, the thrombosis was 2.2cm in diameter but had increased to 4.4 cm in diameter. During the procedure a small amount of thrombosis was removed from the patient's aortic root. The patient tolerated the procedure well. Plans were to have the patient recover in the intensive care unit and discharge to home. The patient's primary controller and outflow graft were exchanged as well.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A direct correlation between (B)(6) and the report of aortic root thrombosis could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 4¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. Approximately 1.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the sealed outflow graft bend relief hardware engaged. The sealed outflow graft bend relief measured approximately 1.0¿. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad (left ventricular assist device) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists arterial non-central nervous system (cns) thromboembolism as an adverse event that may be associated with the use of heartmate 3 lvas. Section 5 ¿surgical procedures¿ contains the section ¿attaching the sealed outflow graft to the aorta¿ and provides instructions for attaching the outflow graft to the ascending aorta. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31may2021. No further information was provided. The manufacturer is closing the file on this event.